Manufacturer narrative:
The referenced gastrointestinal bleeding (gi) was reported under 2916596-2018-00557. (B)(4). Approximate age of device- 82 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 due to tea-colored urine. Laboratory test results indicated a lactate dehydrogenase (ldh) value greater than 3000 u/l. A heparin drip was initiated. The patient was not on aspirin due to a history of gastrointestinal bleeding (gi), and a period of sub-therapeutic inr. No formal ramp study was performed. A decision was made to proceed with a pump exchange on (B)(6) 2018. While in the operating room, the surgeon increased the pump speed to 12,200 rmps; there was some flow through the pump but the aortic valve was reportedly still opening on transesophageal echocardiography (tee). Only the pump was exchanged via subcostal approach. The inflow conduit and outflow graft were not replaced. No additional information was provided.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned pump. A direct correlation between the evaluation findings of the left ventricular assist system (lvas) and the reported signs of hemolysis could not be conclusively determined. The device was returned assembled with the driveline severed approximately 10 inches from the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event